Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse performed multiple interventions, but the instrument continued to generate low ise (ion-selective electrode) results. The issue was ultimately resolved after replacement of the ise buffer valve. (B)(4).

Event description:
The customer reported the generation of low ion selective electrode (ise) patient results on their au5800 instrument. The low results were not reported out of the laboratory; hence, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer was unwilling to provide data.